Manufacturer narrative:
Evaluation of the returned penumbra system red 68 reperfusion catheter (red68) confirmed it was fractured and revealed yield marks near the fracture location with no signs of torquing or stretching. This indicates the fracture was likely due to a kink. If the red68 is manipulated against resistance during use, damage such as a kink and subsequent fracture may occur. Based on the reported complaint the root cause of resistance could not be determined. Further evaluation revealed additional kinks on the red68. This damage was incidental to the reported complaint, and the root cause could not be determined. Penumbra devices are inspected during in-process inspection and during quality inspection after manufacturing.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) and the middle cerebral artery (mca) using a penumbra system red 68 reperfusion catheter (red68), a neuron max 6f 088 long sheath (neuron max), a non-penumbra microcatheter, and a non-penumbra stent retriever. One pass was completed using the red68, and a second pass was completed using the red68 and the stent retriever. After removing the red68 from the patient, the red68 was noticed to be fractured near the midshaft. No portion of the red68 remained inside the patient. The procedure was completed at this point. There was no report of an adverse effect to the patient.